Event description:
"The dark blue inserts ((B) (4)) falling off clamp inside patient."

Manufacturer narrative:
Upon receipt and evaluation of the incident device a follow up report will be submitted.